Manufacturer narrative:
The results from four additional patient samples were provided and from these samples, crea, hdl, gpt, urine mau, and calcium results were questioned. Of these samples, three had erroneous results for crea, gpt, and calcium. The first additional sample, from a sixty (B)(6) year old male, had an initial result of 1065 mmol/l for crea. The sample was repeated and resulted as 84 mmol/l for crea. The second additional sample, from a thirty one year old male, had an initial result of 135 u/l for gpt. The sample was repeated and resulted as 15 u/l for gpt. The third additional sample, from a (B)(6) year old female, had an initial result of 1.33 mmol/l for calcium. The sample was repeated and resulted as 2.21 mmol/l for calcium. No patients were adversely affected. The field engineer cleaned tubing, changed rinse tubes, replaced lamps, and cleaned the heat cut filter. Improved conditions were then seen. The reagent probes were then replaced and the issue seemed to be solved after monitoring for one week. The date received by the manufacturer is 05/04/2015.

Event description:
The customer reported that they have been having issues with questionable results on an unspecified number number of patient samples tested for creatinine plus (crea), hdl, got, gpt, and ggtl. Results were said to be abnormal at first and then normal upon repeat. It was initially reported that crea results were too high and that when repeated, the crea results were in the normal range. The customer stated that this issue started around (B)(6) 2015. They changed the crea reagent lot number, but after calibration, they still had the same issue. The customer provided precision data and patient data covering several dates. From the provided data, it can not be determined how many patient samples are involved, which results were questionable, or if some results were repeat results from the same samples. Clarification has been requested. It was also asked, but it is not known if any erroneous results were reported outside of the laboratory. Of the data provided, it was determined that two patient samples had erroneous results for crea. The first sample initially resulted as 1654 umol/l on (B)(6) 2015. The sample was repeated and resulted as 47 umol/l. The second sample initially resulted as 507 umol/l on (B)(6) 2015. The sample was repeated and resulted as 38 umol/l. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. For the two samples provided, the crea reagent lot number was 607822. The reagent expiration date was asked for, but not provided. The field service engineer replaced the halogen lamp and the heat cut filter. The photometer check was ok. He checked the cuvette filling volume, the measuring cycle, probes, stirrers, cuvettes, and wash settings. Cuvettes were clean, there was no visible carry over, and washes were set up correctly. On (B)(6) 2015, it was stated that a service representative set up additional washes and the customer cleaned the sample probe. It was noted that there were high crea results for 5 additional samples out of 60 samples tested. It was stated that the hdl test results for some samples had data alarms and there were still issues with crea. The application sequence was also changed, but this had no effect on the issue. On (B)(6) 2015, it was stated that the field service engineer replaced tubing and cleaned a nozzle on the rinse unit. The incubation bath was also cleaned. The additional washes that were set up were then removed. Precision for crea and hdl was checked and check tests performed on these tests were ok. After these service actions, the customer started routine work. The issue then returned after 1 hour and in addition, the customer also had issues with got, gpt, and ggtl tests. Results for ggtl were flagged and were ok upon rerun. Results for got and gpt were said to have strange reaction kinetics.

Manufacturer narrative:
This event occurred in (B)(6).